Manufacturer narrative:
(B)(4): approximate age of device ¿ 1 year and 4 months. (Calculated from the date when the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a pump stoppage event occurred on (B)(6) 2015 without any obvious cause. At the time of the event, the patient was asleep and the pump was connected to a power module. It was reported that an audible alarm was heard, but a visual alarm was not seen. The patient was asymptomatic. The system controller was replaced. No subsequent events have been reported.

Manufacturer narrative:
Device evaluation: the reported incident of a pump stoppage was confirmed with the data that was retrieved from the returned system controller. The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history screen. The analysis could not determine a specific root cause of the pump stoppage event captured in the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.